Event description:
It was reported that the t:slim x2 pump battery would not charge. There was no reported impact to the customer¿s blood glucose level. The customer used a third-party wall adapter, and attempts to charge the pump with both the original and an alternate charging cable were unsuccessful. Technical support planned to send a replacement tandem cable and wall adapter via two-day shipping. The customer was advised to use multiple daily injections (mdi) if the pump's battery depleted before the new charging supplies were received.